Manufacturer narrative:
Analysis of the provided files established that the programmer crashed two time during interrogations a few days before the reported event. These crashes can cause corruption of internal programmer files, leading to malfunction. This reported error message can be explained by this type of corruption. The crashes seem to have occurred randomly. No additional findings were available. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes. MDR correction: device updated to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on 4-february-2026, the error message "synergy programmer software stopped working" while using smartcheck test.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the error message "synergy programmer software stopped working" while using smartcheck test.